Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "slow leak."

Event description:
Healthcare professional reported a "right side slow leak". Device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Clarification to d.7.: explant date is unknown. Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify three striated edge opening, consist with use of a surgical tool and no-penetrating nick striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported a "right side slow leak". The device was explanted.